Event description:
It was reported that the patient underwent a spinal procedure for l3 compression fracture at t10-s1 using posterior fixation. It was noticed that two sacral screws and the plates came off at both sides of sacral. It was believed that the device coming off was due to osteoporosis. No revision surgery is scheduled at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 8632330, was cleared in the united states.